Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 162293: 50 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on (B)(6) 2018: insert revision in tka 1 year after primary for joint instability in a (B)(6) year old man. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in complaining of instability. The cause of instability is unknown. The surgeon revised the 14mm liner for a 17mm liner. The surgery was completed successfully.